Manufacturer narrative:
A ge service rep is working with the customer to secure a replacement hard drive. A part order has been placed. Once replaced it is believed that the no boot issue will be addressed. If additional info becomes available that indicates otherwise a follow up report will be submitted as required.

Event description:
It was reported that the 9600+ system would not boot up. It was noted that the facility bio-med identified the need for a hard drive. There was no report of pt injury.